Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 gas blender system displayed an error message during priming. There was no patient involvement. The gas blender was returned to sorin group (B)(4) for investigation. The investigation is on-going. A follow-up report will be sent when the investigation is complete. Evaluation in-progress.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). The complained gas blender was returned to sorin group (B)(4) for investigation. The reported issue was confirmed during functional testing wand was traced to a faulty supply voltage. The dc/dc supply voltage was replaced and a functional check and new calibration were performed. Functional control and a technical safety inspection were successfully carried out and no further issues were discovered. The device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify any deviations or non-confromities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.